Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event was reported involving transpac® it, 2 lines, 2 transducer, 60" (152 cm), 3 ml/hr flush device, macrodrip with reported that they have had an issue in main theatres at colchester today where a transpac detached from the proximal end whilst attached to an arterial line. There was no reported patient involvement.